Event description:
It was reported that the neptune rover was not turned on during a knee procedure in which an arthroscopic pump was used. It was alleged that saline and fluid from the pt entered back into the surgical site as a result of the fluid suction not being activated during the procedure. The fluid suction had not been turned on and thus, was not functional as set forth in the instructions for use. The surgical site was irrigated with a saline solution and the pt was prescribed the antibiotic medication, ancef, as a precaution.

Manufacturer narrative:
A warning, relating to the herein referenced user error, has been provided by the MFR which reads as follows: "verify that the rover's fluid suction is activated when using an external pumping device. Running an unsupervised external pumping device while the rover's fluid suction is deactivated may result in personal injury." The neptune rover was not activated and therefore, was not functional.